Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coating issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified. During the percutaneous coronary intervention(pci), an opticross¿ imaging catheter was selected for use. When this device was advanced inside the patient's body, it was noted that a foreign object was found to be leaking from around the y connector. When the alleged device was pulled out together with the opticross¿ imaging catheter, it was found that the part of the marker that was attached on the shaft to be peeled off. The procedure was completed with another with the same device. No patient complications reported.